Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing ineffective therapy. Surgical intervention is anticipated.

Event description:
Additional information received identified that there were no known allegations of deficiency against the lead.